Event description:
It was reported that the distal electrode of lead broke while it was being inserted through introducer and electrode 0 was left in patient's sacrum. It was noted that the patient was not injured. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product analysis #(B)(4): the # 0 electrode is pull off and not returned. # 0 conductor is broken (overstress damage) near the electrode weld site. Insulation is broken/torn underneath the # 1 electrode. Concomitant: product ID neu_stylet_acc, product type accessory, (B)(4): final analyses of the tined lead with serial number va0kucn revealed that the number 0 electrode was pulling off and not returned. The number 0 conductor was broken (overstress damage) near the electrode weld site. Insulation is broken /torn underneath the number 1 electrode. Final analyses of the stim stylet with unknown serial number revealed that the stimulation styled handle was broken.